Event description:
Pt had an auto accident 9/91 with resulting leg deformity. 6/13/96-tissue expander insertion x2 rt medial and lateral calf. 7/19/96-removal of tissue expanders and insertions of custom made silicone prosthesis. 7/30/96- drainage and blistering of area. Started on keflex. 8/3/96-changed to cipro. 8/5/96-removal of infected rt leg implant without debridement of skin and sub-q tissue.